Event description:
The customer reported via phone call that the insulin pump had scrolling numbers during a bolus attempt and alarmed button error. The customer stated that he removed and reinserted the battery, but this did not resolve the issue. The customer's blood glucose was 119 mg/dl. The customer stated that the up arrow button also seemed to be stuck. The customer did not observe any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with unresponsive up arrow button due to moisture damage on keypad trace. No button error alarm noted. No scrolling numbers display anomaly noted. The insulin pump has minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip.